Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion ("device expulsion"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("rash/skin condition"), dysmenorrhoea ("dysmenorrhoea"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headache") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, abdominal pain, pelvic pain, female sexual dysfunction, metrorrhagia, dermatitis allergic, dysmenorrhoea, psychological trauma, dyspareunia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 1989. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : device expulsion, fallopian tube perforation, weight gain, abdominal pain, pelvic pain, apareunia, metrorrhagia, allergic rash, dysmenorrhoea, psychological trauma, dyspareunia, bladder problems, urinary tract disorder, bladder infection, vaginal infection, vaginal discharge, fatigue, dental problems, hormonal imbalance, headache, nausea. Reporter added, patient demographic added, essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.